Event description:
Pt reported that their one touch ultrasmart meter failed control solution three times. This issue was not resolved with troubleshooting. There was no adverse event or medical intervention reported. No further clinical info was provided.